Event description:
It was reported after a trial procedure, the patient developed a headache and drainage appeared at the lead insertion site. It was also reported, the patient went to the emergency room and was placed on bedrest and pressure was placed on her lower back. The patient's trial lead was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.